Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient patient presented for implant. During the operation, the guiidewire couldn¿t be inserted into the lead completely. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Additional information: d10 a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. A guidewire insertion test was conducted and the guidewire was able to pass through the lead without difficulty.